Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose levels and hospitalization. Customer's wife advised the patient's healthcare provider believed the device was not working properly. Customer advised they had battery issues and wanted a replacement device. Customer declined to troubleshoot the insulin pump or for high blood glucose levels.